Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified tibioperoneal trunk. After a guide wire crossed the lesion, a 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4 x 4 non-bsc balloon catheter. No patient complications nor injuries were reported.